Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) had defective cable insulation. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have conductor wire and damaged insulation. There was no material missing, however, the conductor wires were exposed. The instrument passed an electrical continuity test. Further evaluation found the instrument had scratch marks/abrasions on the yaw pulley. There was no material missing as a result. On 18-oct-2023, intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was checked before use. The insulation of the cable was defective. There was no loss of cautery associated with a broken/loose cable and no evidence of thermal damage at the point of breakage of the conductor cable. The instrument did not collide with another instrument or tool during the operation. The operation was completed with the same instrument.

Event description:
Refer to h10/h11 for follow-up information.